Event description:
The reporter stated that the pt expired due to a seizure. The physician further reported that the pt died of respiratory and cardiac failure due to or as a consequence of medically refractory epilepsy. An autopsy was reportedly not performed. Last known anti-epileptic plasma levels were reported to be phenytoin= 31.0, gapapentin = 18.1, and oxcarbazepine = 10. Approx one week prior to the pt's death, her phenytoin dosage was decreased by 100mg. The pulse generator's output current was properly being increased every two weeks as recommended. The physician reported that the relationship between the vns therapy and the cause of death is unk. There is no evidence at this time that the vns system caused or contributed to the reported event.

Event description:
The death certificate listed respiratory and cardiac failure, due to or as a consequence of epilepsy- medically refractory (not readily yieding to treatment) as the cause of death. An autopsy was not performed.

Event description:
During an internal review an additional sudep evaluation was completed which determined that the cause of death was probably sudep.